Event description:
The pt was seen by the center for evaluation of pain at the ipg pocket site. The pt reported that the pain was present with the device on or off, but intensified with the device on. Reprogramming was unsuccessful in alleviating the pain. During the exam by the physician, the pt stated that the ipg pocket site was sensitive to touch. The physician decided to explant the system after the pt declined the option to have the ipg repositioned. No sign of adverse tissue reaction or infection was observed during the explant surgery.